Manufacturer narrative:
As of today the investigation is still in progress and a follow up will be filed as needed.

Event description:
It was reported that the gantry for a mobile dimensions had fallen over during transit. No injury reported. A field engineer was disptached to the site.

Manufacturer narrative:
As of today the gantry has not been returned to hologic for investigation due to an onsite investigation completed by hologic and the 3rd party vendor who completed the installation. The onsite investigation determined that the incorrect hardware was used to secure the gantry to the floor on the back side of the base plate. The front of the gantry appeared to have anchor through bolts with a positive verification of being secured from the underside of the mobile coach. This mounting would not have been adequate to support the weight of the gantry during any type of travel.

Manufacturer narrative:
As of today the investigation is still in progress and a follow up will be filed as needed.

Event description:
The onsite evaluation revealed that the incorrect hardware was used to secure the gantry to the floor on the back side of the base plate. The installation of the mobile system was completed by a 3rd party vendor. The gantry is being replaced and returning to hologic for evaluation.